Manufacturer narrative:
Device was not returned, therefore, an evaluation could not be performed. Should the device become available, a f/u report will be filed.

Event description:
The device was implanted on (B)(6)2010. The pt complained of back pain a few months after the surgery. An x-ray revealed the pedicle screw had broken. A revision surgery was performed on (B)(6) 2010 to remove the broken screw.

Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.